Event description:
It was reported that leads were bent in the packaging. The bent leads were found before an operation and new leads were used for the procedure. There was no hazard to the patient. It was noted that the packages were not opened.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no anomaly.